Event description:
In 2008, the driver was reported to be worn from use. The following month, after review of the returned complaint part, it was identified that the tips of the driver were bent. This malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
The results of the device history record review indicates the part met specifications. Visual examination indicates the shaft and tips are bent/twisted. An engineering evaluation found the event was due to the hollow shaft design. The design changed to a solid shaft in 2006. Evidence also suggests the driver was used for screw removal. An enhancement to the surgical technique in 2007, was completed to include additional precautions against screw removal use. Note: a report or other info submitted by a reporting entity under this part, and any release by FDA of that report of info, does not necessarily reflect a conclusion by the party submitting the report to FDA that the report of info constitutes an admission that the device, reporting entity, or its employees or agents caused or contributed to the reportable event. The reporting entity need not admit and may deny (and may expressly reserve the right to deny) that the device, the party submitting the report or employees thereof caused or contributed to a reportable event.